Manufacturer narrative:
The reported even for impedance issue was confirmed. As received, the octrode lead had multiple broken/open wires. The broken wires are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the device.